Event description:
Consumer reported, prior to injection, clear liquid came out of the patient end and went into her pen causing the insulin to become "cloudy". (B)(4) pen needle affected stated, after her injection with a second pen needle from the same box, she saw a small amount of "blood" in her insulin. No injury to report. Did not seek medical intervention and her blood sugar was not affected after the injections. (B)(4) pen needle affected. Lot: 4038407. Catalog: 320119. Date of event: 2024-17-10. Samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.